Event description:
Customer's caregiver reported finding customer unresponsive. She reported blood glucose results of 75 mg/dl, 53 mg/dl, and 39 mg/dl within 10 minutes on the compact plus system 1 using expired strips. Caregiver then tested customer with compact plus system 2 using unexpired strips, blood glucose was 59 mg/dl. She gave the customer 2 glucose tablets. Next result of 127 mg/dl was within 10 minutes. A request was made for the return of the systems, replacement was sent. A separate medwatch will be submitted for both compact plus system 1 and compact plus system 2.

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch with a1 patient for report on inform system 1.